Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse performed system test drive and verified system is functioning as intended. Patient side cart (psc) arm movement stops when head is removed from console.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, universal surgical manipulator (usm) #4 was drifting. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Site stated that the procedure was dual console, and the issue occurred on surgeon side console (ssc) #2. Tse could not find any related error in the logs. The reporter was not sure whether the surgeon was releasing the hand control while in following mode before removing the surgeon¿s head from the high-resolution stereo viewer (hrsv). Tse advised site to ensure that the surgeon removes the head from the hrsv first before removing hands from master tool manipulator (mtm). Tse also advised site to reseat sterile adapter (sa) and instrument on usm #4 and to replace the instrument arm drape if the issue would persist. The procedure was completed as planned with no reported injury. Intuitive followed up but the customer had no additional information.